Manufacturer narrative:
Upon receipt of initial report from the health care professional - the MFR conducted a review of device history records and device sterilization processing records for lot lb 775721 which revealed no anomalies. Device is singled-use and was not returned for eval. Should the device be returned at a later date a follow-up med-watch report will be filed with subsequent eval results. A review of the mfg complaint handling system database confirms this to be the only reported event of this nature for this device family since the device was first placed into commerical distribution (B)(6) 2005.

Event description:
Health care professional reported post-operative inflammation and possible allergic reaction from suspected use of subject device.